Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm, no charge/battery lasts less than expected, failed battery test, no excessive no delivery alarm, no loose drive support disk anomaly, a21, a17, a47 alarm and no motor error alarm during test noted. Motor passed motor test. Device received with cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarm and damage. The customer blood glucose level was unknown. Customer stated that they were able to clear the alarm and able to complete rewind. Customer stated the insulin pump was stored without a battery and it was not in the spanish language. Customer stated that insulin pump was reject new battery multiple times, random no delivery alarm. Customer stated the alarm did not occur during normal used. Customer stated that insulin pump had not been exposed to high magnetic field. Customer stated that the drive support cap appears normal. Customer stated that they was taken off the insulin pump and had felled, reservoir compartment was cracked and chipped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.